Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Hello, it was a pleasure talking with you earlier regarding a patient with an implanted codman 3000 30ml pump that was dosing at a rate of 1.5ml per day and has since evolved or changed to 1.1 ml per day over time. Can you please describe the length of time the change has happened over? (Date of implantation of pump, duration it took to evolve from 1.5 ml / day to 1.1ml a day). Also if you have the pump model / serial number it would be very helpful as a complaint needs to be filled to help us track this. Can you please confirm the compounds, concentrations and amounts of them that the pump was being filled with? I have from my notes: 30,000 units heparin, 108 mg fudr, 30 mg dexa? Can you please correct my notes above with what is in the pump and the correct amounts / concentrations? Much appreciated as I'm going to engage our support nurse (copied as well) and team dedicated to codman 3000.

Manufacturer narrative:
The pump remains implanted, thus was not returned for evaluation. As such it is not possible to evaluate the pump and determine the root cause of this complaint. A review of the device history records indicated that this pump performed per manufacturing specifications. This pump met all testing requirements during the manufacturing process. At this time this complaint is considered to be closed. Should the pump be returned at a later date, this complaint will be re-opened and an evaluation will be performed. Device not available.